Event description:
A cartridge change error was reported with the insulin pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform various inspections and cleanings, but when the issue persisted even after attempting to load a second new cartridge, a replacement pump was arranged. The customer was advised to continue using the current pump to ensure uninterrupted insulin delivery.